Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. No defects were found during the examination of the electrodes and the insulating tongues of the jaw. When checking the clamping mechanism, we found a sticky function and obviously not usual clamping force. A visual inspection of the opened handle revealed damage to the slide locking mechanism. Damage to the sliding surface of the slide latch is the cause of engagement and sticking during the clamping and opening process. We then unscrewed the inner clamping and cutting mechanism to examine the grooves and bearings in the handle shell. Here we found that the bearings in both handles were completely broken. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with pl742su - caiman disp.instr.non articul.d5/440mm according to the complaint description, is that during surgery, the device remained blocked, closed on mesocolon. Unable to reopen the clamp. We had to force to remove it. It was possible to reopen only with the help of forceps outside the patient. No clinical consequence. Sample available. There was no described patient harm. This malfunction prolonged the surgery. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).